Manufacturer narrative:
Investigation: a prestige graspers (qty - 2) was received for evaluation of proximal weld failure with lot number m46069; the investigation was performed at aesculap tek park. Visual inspection summary: "the laser markings on one of the two complaint instruments is scratched and faded. The proximal solder joint of both complaint instruments is separated. The solder material remains adhered to the thumb loop on both instruments. Physical and functional inspection summary: instrument function and handle action is not smooth and consistent as a result of the proximal weld separation. Rotation of the rotator housing is rough. Conclusion: the failure mode of proximal weld failure was confirmed. This event likely occurred due to inadequacies in the defined production process which limited the device performance. Therefore, the most probable root cause is considered to be manufacturing related. A supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of their findings, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned nonconforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige atraumatic grasper (part # 8360-10). According to the complainant, the customer performed the field safety notification tug test on prestige atra grasper dbl-act 5mm devices. The devices reportedly failed the test and separated from the weld. No patient involvement. Additional information was not provided. The malfunction is filed under aag reference (B)(4).